Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during an in office interrogation that the cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. It is unclear when it began operating in safety mode as the device had not been interrogated for some time. The device was successfully explanted and replaced and was returned to boston scientific for further analysis. No additional adverse patient effects were reported. This crt-p is no longer in service.